Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 15043457.

Event description:
It was reported that the patients spinal cord stimulation (scs) system was no longer working as intended and the ipg would no longer charge. The patient underwent an ipg and lead replacement procedure due to need of MRI compatible system. The patient was doing well postoperatively. All explanted device components were discarded by the facility.